Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02616 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were to be used during a variceal banding procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the bands of the first speedband device (mr # 3005099803-2012-02616) came out and "flipped" prior to the physician applying suction to pull the varix into the ligator head. A second speedband device was used, but the same issue re-occurred. The case was completed with another manufacturer's device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.